Manufacturer narrative:
(B)(4).the complaint device has not yet been received by fisher & paykel healthcare for evaluation.we will provide a follow-up report upon receipt of the device and completion of our investigation.

Manufacturer narrative:
(B)(4). (B)(6). Narrative: method: the returned rt235 infant breathing circuit was pressure tested and submerged in a water bath to test for leaks. Results: a leak was detected between the swivel elbow and y-piece of the breathing circuit. A lot check revealed no other complaints of this nature for lot number 100722. Conclusion: all circuits are pressure tested before they are allowed to leave the production line. (B)(4) the circuit would have met the required specification at the time of production. The two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked into place, the leak between the swivel joint was enhanced during transport or setup despite having passed the leak test at the time of production. The rt235 user instructions state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. Our monitoring and trending of infant breathing circuit swivel leaks has a rate of occurrence of (B)(4).

Event description:
A healthcare facility in (B)(6) reported that an rt235 breathing circuit did not pass the validation test on a maquet servo-I ventilator. The breathing circuit test was carried out prior to patient use.

Event description:
A healthcare facility in (B)(6) reported that an rt235 breathing circuit did not pass the validation test on a maquet servo-I ventilator.the breathing circuit test was carried out prior to patient use.